Event description:
A nurse reported that a patient presented with a posterior capsule tear during a surgical procedure. The surgeon performed an anterior vitrectomy. No add'l details are provided. Add'l info has been requested.

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable becomes available. (B)(4).